Event description:
Event description cpi received information that a patient with a ventak prx implantable cardioverter defibrillator (ICD) came to the emergency room in asystole. The ICD was interrogated and found to be in off mode. The patient died the next day. Further review of patient follow-up records verified that the ICD was in off mode, and had been turned off about a year previous, and remained off for that time period. Patient was followed by the va in milwaukee, and was last seen in may 1997.